Event description:
Information was received that reported that a pt was hospitalized on in 2007 due to hyperglycemia. The reporter was unable or unwilling to provide any further details beyond a request for a replacement device. The device will be returned for evaluation; to ensure that, it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed; no anomalies were found. No operational or functional failure was detected and the product was within specification.